Event description:
It was reported that suture placement was successful in the right common femoral artery using the preclose technique with one perclose proglide device prior to an impella device coronary interventional procedure. Reportedly, when attempting to place sutures with a second perclose proglide device there was difficulty parking the foot. The device was "yanked out" and a 14 f sheath was inserted. There was mild bleeding around the sheath but no hematoma. The interventional procedure was performed. The single suture from the first proglide was used but hemostasis was not achieved. A 12f sheath was inserted, protamine was given and a non abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that the second proglide device was not pulled out with force. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The additional device is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.